Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb)procedure, a belt slip error was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the "belt slip" message only when pump was increased occlusion to 70 clicks past optimal occlusion (it is known that 1.4 software will generate a ¿belt slip¿ message when over occluded). However, the combination of a frayed drive belt and motor bearing grease on the optical encoder wheel may have contributed to the reported complaint.

Manufacturer narrative:
The reported issue was not confirmed. Per data log analysis, on (B)(6) 2018, the date of the reported complaint, there are no events. Looking through the entire log, there were no indications of a belt slip error. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.